Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that they had high blood glucose level. The customer¿s blood glucose level was 420 mg/dl at the time of incident. The customer¿s high blood glucose was treated with manual injection. The customer did not have pump for a day and hence she was having high blood glucose level. The customer¿s pump was receiving no delivery alarm and when she was trying to change the battery and stripped the cap it didn¿t open with a coin and then tried with a screwdriver and after it broke. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power alert noted. The insulin pump was received with stripped battery cap coin slot, cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.